Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. On the same day, the patient began treatment with an unknown antibiotic (ip, daily) for peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for five days before being discharged. At the time of this report, the patient was recovering from peritonitis. The antibiotic treatment was ongoing. Also, the pd therapy was ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by an elevated leukocyte count. On the peritonitis occurrence date, the patient was treated for the event with vancomycin (dose route and frequency not reported). On an unknown date antibiotic treatment ended and the patient was recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot number gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).